Manufacturer narrative:
(B)(4)

Event description:
It was reported that the proximal (brown) lumen detached from the extension line while the catheter was indwelling in the patient. Clinical staff immediately clamped the extension line to prevent excessive bleeding. The affected device was removed, and the patient was able to continue therapy with a newly placed peripheral intravenous (piv) catheter without further issue. There were no reports of patient injury, harm, or adverse health consequences associated with this event. No additional medical intervention was required beyond removal of the affected device and replacement with another device.